Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased from 4 years to 1 year over the past 12 months with a battery usage of 250 % despite fairly normal programmed settings. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted and will be explanted before the new year. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased from 4 years to 1 year over the past 12 months with a battery usage of 250 % despite fairly normal programmed settings. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted and will be explanted before the new year. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.